Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported his granddaughter normally wakes him at 10 pm to have him eat half of a sandwich. When she attempted to wake him, customer was not responsive, so she checked his blood sugar, advantage system gave a result of 100 mg/dl. She then called the paramedics. They checked him on their meter, result was 24 mg/dl. Customer was unsure how much time passed between the results. Paramedics treated him with an IV of glucose and he stated he came to around 10:30 pm feeling much better. A request was made for the return of the meter and strips, replacement sent.